Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50mg/dl. Customer reported that they had a low blood glucose due to not having cgm on. Customer reported that they did not have extra sensor while travelling. Customer declined troubleshooting for low blood glucose. No further patient complication were reported. Insulin pump will not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.